Event description:
It was reported that initially, the pulse generator could not be interrogated. The device exhibited backup vvi operation, potentially caused by external electromagnetic interference. Upon re-interrogation of the device, the issue was resolved automatically by the programmer and the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.